Event description:
It was reported from japan that during an open reduction internal fixation (orif) surgical procedure for fracture of distal femoral shaft with a long nail using the radiolucent drive device to drill, when the surgeon finished drilling the 2nd locking screw, a screw of the radiolucent drive came off the main body and fell. It was reported that there was no overloading on the device during drilling, and the device was used properly. It was reported that this event had no impact on the surgery itself because the event occurred after finishing drilling. It was reported that there was no delay in the procedure due to the event. There was patient involvement reported. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporter's phone number was not provided. D4: UDI: lot/serial unknown. (B)(4). H4 device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the radiolucent drive device, and the reported condition was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection as the device fell apart. During the assessment it was found that the screw was received detached from attachment. The attachment was tested, and it was found that the torque is within the tolerance. It was further determined that the device failed pretest for general condition. The assignable root cause for the found defect of fell apart ¿ unattached was due to normal wear over time. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.